Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) severe noise over sensing was observed when the lead was programmed at the vector that is used for lv lead measurements. As a consequence, no measurements could be completed. There were no problems observed with the other vectors. All possible resolutions such as replacing the red and black wires, replacing the pacing system analyzer cable, and checking for interference in the procedure area were performed, however, the event was not resolved. The physician requested a lead replacement; therefore, a new lv lead was used. After the new lead was implanted, the procedure and the measurements were all completed without any problems. It was requested that the corresponding lv lead be collected for analysis, however, due to insufficient confirmation of infection, it was discarded in accordance with the hospital rules. The initial crt-d remains in service at this time. No additional adverse patient effects were reported.